Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding the amount charged. Additionally, the customer reported an issue with the fill estimate. Reportedly, the contact alleged that the pump detected only 60 units after the cartridge was filled with 300 units. At the time of the reported event, the contact was unable to perform troubleshooting. Multiple attempts were made by tandem technical support to follow up with the customer; however, no additional information was provided. There was no reported impact to the customer's blood glucose level.